Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the shot. The following information was provided by the initial reporter: "several times when we administer a shot and try to push the solution out but it won¿t allow staff to advance the plunger".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the shot. The following information was provided by the initial reporter: "several times when we administer a shot and try to push the solution out but it won¿t allow staff to advance the plunger"